Event description:
It was reported that the customer had been receiving excessive no delivery alarms and that screen was turning off randomly. The customer stated that his blood glucose was 597 mg/dl at the time of the issues. The customer also stated that he did not believe the insulin pump was delivery accurately. The customer could not troubleshoot because he did not have the insulin pump with him at the time of the call. The customer stated that he had been off the insulin pump for over a month and was using manual injections. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.